Event description:
Caller reported a cartridge alarm 30 issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was confirmed to be under warranty, and shipped a replacement to the customer. The customer planned to use a backup insulin pump to maintain insulin delivery in the interim. Technical support instructed the customer on how to return the malfunctioning pump, program their settings, and connect their continuous glucose monitor to the new pump.